Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the e224 error occurs when communication between the camera head and the processor fails which occurred due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The error message was displayed on the monitor due to a faulty cable. The device also found no sense of switch depression for button # 3 due to a faulty switchboard and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a scope communication error, e224. The failure was observed prior to an unknown procedure. The procedure was completed with a similar device. There was no delay. It is unknown what date the event occurred. There were no reports of patient harm associated with this event.